Event description:
Biomed reported to philips that the touchscreen has dead spots even after being calibrated. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The top piece of the touchscreen is not working, even after calibration. Philips remote service technician requested an onsite work order. Field service engineer (fse) inspected unit and indicated touchscreen was unresponsive in top area of screen and reset alarm options were unable to be selected. The fse replaced the touchscreen to resolve the reported issue.

Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspection of the returned touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed, and the resistance measurements and resistance ratio tests passed. The reported complaint of the touchscreen failed was not duplicated; no fault was found.